Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event of cloudy camera lens. The lens on the camera is cloudy due to kink on cable. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus the lens on the hd camera head was cloudy. The reported problem was found during reprocessing. No patient involvement or injury was reported. Upon inspection and testing of the customer returned device, no image was found due to a kink on the cable. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the investigation confirmed the cause of the cloudy image was due to kinks on the cable. The specific root cause of the kinks on the cable could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 13-dec-2021.